Manufacturer narrative:
The cryoprobe was evaluated by erbe USA on 2026-01-16. The visual examination revealed that the working end of the probe was broken at the connection point between the white tubing and the catheter. A slit or cut in the white tubing approximately 27mm long and located 23.4cm from the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cryoprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. The high-pressure tubing was also pushed out of the connector and the blue o-ring was still present. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany. Erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional visual inspection steps to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on this event.

Event description:
It was reported that an incident occurred with a flexible cryoprobe. The cryoprobe was used with an erbe cryosurgical unit (model: erbecryo 2, part number: 10402-000, serial number: not provided) and ion robotic navigational system. No other information was provided regarding any other accessory employed during the incident. The cryosurgical unit's setting were effect 1 at 56 bar for 3 seconds. Prior to the procedure and during testing (i.e., prior to probe being put down the channel of an ion robotic navigational system), the cryoprobe burst in the doctor's hand and made an extremely loud noise. The doctor reported that his hand was hurting, and he thinks the cryoprobe hit him when it burst but didn't think it was anything too serious.